Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.